Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) and dyspnea appear to be cascading effects of the incomplete coaptation. Furthermore, mr and dyspnea are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2021, the patient experienced shortness of breath and endocarditis symptoms; therefore, a control echocardiogram was performed, which confirmed endocarditis in the tricuspid valve and found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to 4. Medical therapy was performed for the endocarditis. The tricuspid valve had an as an implantable cardioverter defibrillator (ICD) and ICD lead which was removed and vegetation was noted on the ICD lead. There was no vegetation on the mitral valve or clip. The physician noted that the slda was most likely due to the endocarditis. At this time, a repeat echo is planned to determine the patients plan of treatment. No additional information was provided.